Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was soaked in grape soda and as a result it no longer powered on and patient was unable to charge their implant. The patient's implantable neurostimulator (ins) charge level was low at the time of the call and they were concerned their ins battery would discharge within 12 hours. Agent sent an email to repair to request a replacement recharger to be overnighted to the patient. No symptoms were reported.